Manufacturer narrative:
This reportable event was identified during a retrospective review conducted for the period between (B)(4) 2008 and (B)(4) 2010 of complaints for add'l reportable events. Analysis of the raw data indicated that this pt sample had an abnormal data pattern with a dominant monocyte population. There are no neutrophil populations. The algorithm used in the computer of the lh750 analyzer generates suspect flags for such cases because of the abnormal data pattern. This appears to be a sample-specific issue and field service was not dispatched to the site.

Event description:
The customer reported that on (B)(6) 2009, the lh750 hematology analyzer generated erroneously high neutrophil results and erroneously low monocyte results on one pt sample. There were instrument generated flags accompanying the test results. As part of the investigation as to the cause of the test result flags, the customer ran the pt's sample on an alternate instrument (lh500 analyzer) and performed a manual differential. The results of the lh500 testing and the manual differential were similar to each other but did not match results observed with the lh750 analyzer. The erroneous test results from the lh750 analyzer were not reported outside the laboratory. There was no reported change in pt treatment as a result of this incident.